Event description:
Issue with the pressure cables on the novalung ECMO machine by fresenius medical. We have had an additional 3 cables fail in the last month. The most recent being last night. Not only is the product failing but reading very incorrect values, potentially leading to incorrect treatment of the patient. This is related to part number 3835001. Lot numbers: fsxf2421, gsxa2422, fsxi0401. Pt code: 4582. Dpc: 1535, 2588. Reference report: mw5186036, mw5186037.